Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue of the device failing to deliver a defibrillation shock. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device electronic records were downloaded and reviewed by physio. A review of those records show that the device user pressed the "energy up" button after the defibrillation charge was performed. The pushing of the "energy up" button disarmed the defibrillation charge. There was no malfunction or failure of the device.

Event description:
The customer contacted physio-control to report that when attempting to deliver defibrillation therapy to a patient, the device did not delivery defibrillation energy. A back up unit was obtained and used. The patient, a (B)(6) male, did not survive the event due to current disease process.